Manufacturer narrative:
(B)(4). The device was returned for analysis to abbott vascular (av) and the balloon was inflated. Pulling negative pressure, the balloon would not fully deflate, confirming the reported issue. Av reviewed the lot history record and there were no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Further assessment, per site operating procedures, was performed and identified a potential product deficiency related to the manufacture of the device. The root cause of issue was determined to be material and corrective actions have been implemented. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat the left superficial femoral artery with angioplasty, a 7.0mm x 60mm x 80cm armada 35 balloon dilatation catheter (bdc) was advanced via right femoral artery access to the lesion and the balloon was inflated to an unspecified pressure an unspecified number of times without difficulty. When attempting to deflate the balloon, deflation reportedly took too long (longer than 2 minutes) and the balloon was difficult to remove from the vessel. Excessive force was applied to draw negative pressure and the balloon was able to be partially deflated enough to withdraw the balloon from the vessel. After withdrawal, for troubleshooting purposes, the device was inflated with saline, then deflation was attempted with the same result. There were no reported adverse patient effects. No additional information was provided.